Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented with an acute myocardial infarction. The 100% stenosed lesion being treated was located in the distal right coronary artery. The physician predilated the lesion with a 2.00x15mm apex balloon catheter at 10atms then advanced the 3.00x20mm liberte bare stent delivery system (sds) to the target lesion. The sds was unable to cross. Upon removal it was noticed the stent was flared. The procedure was completed with a 3.00x18mm non-bsc stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device code #2524 relates to component code #3038. Device code #1059 relates to component code #515. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).